Event description:
Information received notes that the patient was seen after having multiple episodes of pectoral muscle stimulation. The patient had a known ventricular escape rhythm in the 30's. After the ventricular lead was replaced, the atrial lead was inspected and found to have an insulation abrasion with erosion that exposed the outer coil, allowing localized fluid intrusion. The atrial lead had not demonstrated clinical problems but was replaced due to degradation.